Event description:
After a diagnostic angiogram with graph study, with the patient on warfarin, an exoseal device was used to close the site. About 20 minutes later, the patient's bp was 60/40. CT showed a large retroperitoneal hemorrhage, and the patient required a blood transfusion and intensive care. The event was classified as a life-threatening bleed. The patient was in hospital for a week, and is now stable. The right femoral artery had no disease, and looked normal. Additional patient and procedural information has been requested, but has not yet been forthcoming.

Manufacturer narrative:
The product is said to be available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After use of an exoseal device for vascular closure, the patient experienced a retroperitoneal bleed requiring blood transfusion. After a diagnostic angiogram with graph study, with the patient on warfarin, an exoseal device was used to close the site. About 20 minutes later, the patient's bp was 60/40. CT showed a large retroperitoneal hemorrhage, and the patient required a blood transfusion and intensive care. The event was classified as a life-threatening bleed. The patient was in hospital for a week, and is now stable. The right femoral artery had no disease, and looked normal. Multiple attempts to obtain detailed patient and procedural information have been requested, but has not yet been forthcoming. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors to this event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the product available for analysis and without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.